Event description:
Approximately 6 months following the placement of two cypher stents, the patient returned for follow up. Repeat coronary angiography (with ivus) revealed a disruption type fracture iin the angulated mid portion of the distal stent. There was no restenosis and no additional intervention was required. This patient was admitted for further evaluation due to unstable angina. Coronary angiography revealed single vessel disease. The target lesion is described as an eccentric, non-tortuous segment of the right coronary artery. This lesion had angulations <45 degrees with no calcification or thrombus noted. Lesion length was 10-20mm. Timi of 2. It is unknown if the lesion was pre-dilated. A cypher 3.5 x 33mm stent was placed followed by a cypher 3.5 x 18mm stent. Stent overlap is unknown. It is unknown if post-dilatation was performed. Highest balloon pressure was 13 atms. There were no procedural complications.